Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter has come out from the air/water nozzle and burn on camera-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found: foreign matter has come out from the air/water nozzle and the distal end, and burn on c-cover. Based on the results of the investigation, the most probable cause of the findings is known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.